Event description:
Sigma spectrum infusion pump-expanded class 1 recall - serial numbers range from (B)(4). This recall includes any pump manufactured from 01/18/2005 through 11/01/2010 unless previously serviced for this issue. These units may fail suddenly causing inaccurate flow conditions during use, ranging from back flow to over infusion, including free flow. No alarm is issued possibly resulting in serious injury or death.